Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced pump issues with an inflatable penile prosthesis (ipp) as it would remain flat after several pumps. A revision surgery was performed in which the cylinders and pump were removed and replaced. Upon explant, fluid loss was noticed due to a hole in the tubing that ran from the pump to the cylinder. There were no patient complications reported.